Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the liberty cycler set and the peritonitis. Additionally, there is no allegation of a cycler set defect reported for the event. The pdrn stated a suspected cross-contamination from the patient¿s prior episode of peritonitis contributed to the peritonitis event. E. Coli is a normal flora of the gastrointestinal tract which may colonize in the aerodigestive tract and genitourinary tract. Peritonitis with this organism most likely results from touch contamination. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that this patient was diagnosed with peritonitis on (B)(6) 2024. The patient went to the hospital for severe abdominal pain and was admitted with a diagnosis of peritonitis. The culture was positive for escherichia coli. The clinic does not have any information pertaining to the patient¿s hospitalization. The antibiotic regimen is not available. The clinic is classifying this event as recurrent peritonitis as it is a new episode occurring within four weeks of completion of therapy of a prior episode but with a different organism. The pdrn also stated that they believe there is some cross-over contamination from the prior episode of peritonitis to cause this infection. No further information was available as the patient remains hospitalized. The pd catheter has not been pulled. No further information related to this event is available.

Event description:
A registered nurse (rn) reported that this patient was diagnosed with peritonitis on (B)(6) 2024. The patient went to the hospital for severe abdominal pain and was admitted with a diagnosis of peritonitis. The culture was positive for escherichia coli. The clinic does not have any information pertaining to the patient¿s hospitalization. The antibiotic regimen is not available. The clinic is classifying this event as recurrent peritonitis as it is a new episode occurring within four weeks of completion of therapy of a prior episode but with a different organism. The pdrn also stated that they believe there is some cross-over contamination from the prior episode of peritonitis to cause this infection. No further information was available as the patient remains hospitalized. The pd catheter has not been pulled. No further information related to this event is available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.